Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. MFR report# 3005099803-2009-04837 addresses the other device. It was reported to boston scientific corp that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a rfa (radiofrequency ablation) procedure performed on (B)(4), 2009 (pt (B)(6) old). According to the complainant, during the procedure a temperature increase of the cannula was observed. The physician noted that the cannula was hot and feared that it might cause a burn to the pt. The physician ended the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.